Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. While the patient was recommended to have a CT scan performed, no CT scan results were included in the medical records provided. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2012 - the patient underwent repair of left incarcerated indirect inguinal hernia with a medium size bard/davol 3d max light mesh. On (B)(6) 2012 - patient had an md office visit with complaints of left lower quadrant abdominal pain. Diagnosis upon md assessment "diverticulosis of colon." On (B)(6) 2012 - patient had an md office visit with complaints of abdominal pain. On exam, the patient did not appear to have any hernia recurrence, just tenderness with palpation. Patient was referred to a gastroenterologist and recommended to have a CT scan performed of his abdomen/pelvis. It was reported the patient experienced pain.